Event description:
Manufacturer representative reports the specific model of lead used in the trial. The physician was uncomfortable with the interference so both lead were removed. There was no negative impact on the pt.

Event description:
Manufacturer representative reports interference between trial lead and pacemaker during trial. During placement of a trial stimulator lead at t8/t9 location could hear missed beats by patient's pacemaker.a follow up report will be sent when additional information is received.